Event description:
This 67-yr-old female was recently found to have problems with both sensing and capturing. Interrogation of the pacemaker suggests she had both evidence for malfunction and end-of-life generator changes. On 3/9/95, she underwent removal of old co pacer generator. Testing of the ventricular lead revealed evidence for exit block with capture only at 5 volts and no appropriate sensing. The atrial and ventricular leads were capped and replaced in abdominal wall pocket. A new transvenous pacer system replaced the old pacer generator.